Manufacturer narrative:
No unexpected motor error alarms or excessive no delivery alarms were noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test and motor test. However, the insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The insulin pump was received with a cracked display window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed no delivery during priming and basal. It was noted that the cannula was bent and the customer also received a motor error alarm. Customer's blood glucose reading at the time of the call was 14.5 mmol/l and was treated with a manual injection. Customer does not use the sensor feature and they were able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.